Manufacturer narrative:
(B)(4). In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a surgical hernia repair on 10/14/2014 and mesh was implanted. No additional information was provided.